Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from sweden stating that a m520 c40 fell to the floor during a surgical procedure. There was no patient / user injury.

Manufacturer narrative:
This is a final report. An investigation was performed based on information provided by the local fse. Additionally, the affected part was analyzed by an independent laboratory. The investigation included a visual inspection, a microscopic examination, and a scanning electron microscopy. An evaluation of the report showed no indications that the screws or materials used could have caused the reported malfunction. The root cause cannot be definitively determined. However, it is certain that the m520 ct40 system was subjected to a significant vertical force. Based on the screw fracture pattern, it is likely that this force was applied repeatedly and ultimately led to the reported incident. The following observations were made: the damage distribution showed significant wear on specific screws and threads, particularly in areas of eccentric loading. The analysis provided clear visual evidence of damage to the screws and the mounting plate. The damage pattern on the screws and internal threads clearly indicates that a vertical force impacted the ceiling structure. Furthermore, material analyses and theoretical/practical calculations of screw strength confirmed that the system fully withstands the forces encountered during normal or demanding use: maximum torque at the front of the optics carrier with the arm extended: 600 n·m, corresponding to approximately 60 kg. Screw strength (m6, property class 12.9): 24 kn, approximately 2400 kg (×6 screws). Thread load capacity in aluminum: 10-15 kn, approximately 1000-1500 kg (×6 screws). Even assuming the lowest value, the load capacity is 6000 kg, which offers a considerable safety margin compared to a load of 60 kg. A review of the service records revealed no evidence of problems that could be associated with the reported incident. A review of the complaint statistics did not show any similar or identical case. The reported malfunction is considered an isolated event and does not indicate a design or manufacturing issue. The affected m520 ct40, almost 9 years old, has been taken out of service and dismantled. The system is no longer in use.